Event description:
It was reported that the pt had intermittent episodes of incomplete voiding post surgery. Initially these episodes were self limiting and resolved. These episodes increased in severity slowly over time. Pelvic floor therapy and prescription therapy (flomax) were used without resolution of incomplete voiding. At this point, revision of the sling was indicated. The left arm was removed secondary to dyspareunia onset 1 mos prior to 12 mos post operative visit. Point tenderness along left arm of sling had been unrelieved with use of estrace cream. The pt has not been re-evaluated post operatively from sling revision. The revision of the sling was done on (B)(6) 2013. The pt tolerated procedure well and will be seen in office for follow up on (B)(6) 2013.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the ajust sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).